Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed 112 hours of extended bench testing at the customer's settings. The device failed troubleshooting final test for slight non-conformance with measured o2 percentage at pressure and o2 test 1. Measured o2 was 46.66, expected is 47.00 - 53.00. This slight non-conformance would not result in a failure to ventilate properly. The event trace contains no unusual alarm types or incident counts.

Event description:
It was reported to vyaire that a lap top ventilator 1200 was involved in an incident which resulted in patient harm. The customer did not provide information as to what type of patient harm was associated with the reported event. At this time, no further information is available.